Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens implantation procedure, they reported damaged lenses and believed the issue might be related to the cartridge. Additional information was requested.

Manufacturer narrative:
Corrected information was added in h.6. And h.11. H.6. (3331 analysis of production record was corrected to 4119 insufficient information available). Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation the manufacturer internal reference number is: (B)(4).